Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an a patient presented in hospital on (B)(6) 2018 experiencing bradycardia. Device interrogation revealed that the right ventricular lead had low impedance and loss of capture. On (B)(6) 2018, the lead was capped and replaced. The patient was stable post procedure.